Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a hardware error. This case was reported because movement of the c-arm was not possible, however, the detailed investigation could not confirm this. The analysis showed that the error occurred due to a hardware defect. The limit switch (proximity switch) of the c-arm's collision protection was defective. As a result, the c-arm of the system could no longer be moved by motor at full speed, but only at reduced speed in the override mode for safety reasons. The patient table was not affected by this. The reduced speed or the override mode is an intended mitigation for such a case and is also described accordingly in the instruction for use. Because the affected part was not available for examination, the result of the investigation was based on expert opinions, the logfile and the findings on site. The limit switch was apparently damaged by external influence, which can be caused by a collision with external objects, however, this cannot be determined beyond doubt. The limit switch was replaced by the local service organization and the system again works as specified. The spare parts consumption was checked and a possible general fault that would require corrective action of the installed base could not be determined by the investigation. After detailed investigation, the incident is not classified as a reportable event as neither serious injury, death nor an unexpected, prolonged hospitalization of the patient or any other person occurred or could be expected.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis zee ceiling system. During an interventional procedure, the user reported that all system movements were blocked. The procedure was continued and completed on an alternate system. We are unaware of any impact to the state of health of the patient involved. Siemens has requested additional information in order to conduct an investigation of the reported event.